Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer treated with a manual insulin injection. The mother of the customer reported a blank display on the insulin pump. Troubleshooting was not done since the customer could not be contacted. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).